Event description:
Customer alleges when lift in air, it doesn't lock and the lift slowly lowers. No injury alleged.

Manufacturer narrative:
No RMA issued for this event. Model number 9805 serial number/date code is unknown and approximate age is unknown. The user manual part number 1024492f was issued with this device. It is unkown if the user has fully read and understands the user manual. Documentation provides warning, cautions, and instructions for safely using the device. The consumers medical condition, stability, and medication regimen are unknown. The consumers age, height, and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The consumer alleges that when in the lift it raises fine, but when in the air, it does not lock and the lift slowly lowers.